Manufacturer narrative:
H4:d5:d6: information unavailable.h6:code 400(other): yeilded jaws.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported by the rep. The clip spiitted from the jaw. (Did not fall into pt) case was completed by a new device. There was no consequence to the pt.